Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced low blood glucose (bg) levels of 40 mg/dl. The cause of the low bg was unknown. The customer also reported, they went to the hospital on (B)(6) 2023. However, they were unable to provide further information regarding the low bg event and hospital visit. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue. However, the customer did not respond. No additional patient or event information was available.